Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient is unable to charge the ins. A rep was with the patient, and indicated the patient had done at least three passive recharge cycles and was currently in the middle of another. The rep was told to unpair and re-pair controller to ins as a troubleshooting step but the controller showed "no device found" when attempting to re-pair to ins. The disable device function was tried, which showed "unfamiliar device found" and then moved to normal charging screen showing ins was at 90%. The rep was then able to successfully pair controller to ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient also had a targeted drug delivery pump implant. It was reported that the remote charges but the implantable neurostimulator (ins) could not be charged. The consumer was seeing strange messages. The consumer had taken the remote battery out and put back in but they kept getting the message to try to change the antenna position to get a higher number. They did this so long that it wore out the remote battery and they had to charge it. The no device found screen (16) and retry to recharge screen (50) were seen through 3 cycles. The patient was having problems with passive recharge mode. The ins had been charged a day or 2 prior to the inability to recharge. The patient noticed pain in their thoracic region. It was noted that "it had been there" but had gotten noticeable when they had the stimulator. It was noted that "when you fix one pain you notice another." The consumer was redirected to their health care provider (hcp) for the device to be checked. The consumer noted that they felt like the ins might have slipped. They had a lot of extra skin and it was reported that the they were overweight which could be related to the event experienced. It was noted that the stimulator helped their lower back tremendously. A manufacturer representative had tried to program to see if coverage could be achieved more mid back. This was probably 7-8 months ago. It was noted that a meeting with a manufacturer representative was planned for the passive recharge mode issue. No further complications were reported.